Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "no complaint against the device". Healthcare professional later reported, "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as fold flaw opening. As per the investigation procedure, creases, particles, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "deflation". This record is for the right side. Device has been explanted.

Event description:
The device has been explanted.